Manufacturer narrative:
This complaint of a leak in the catheter is confirmed, but the cause is unk. The product returned for evaluation was a 2fr s/l per-q-cath PICC. The overall length of the returned sample was 6.6". The sample appeared unremarkable to gross visual examination except that residual material was seen within the catheter lumen. Tactile evaluation revealed tensile weakness in the catheter, underneath and directly distal of the molded suture wings. The catheter was patent to infusion. However, a dripping leak was observed emanating from the catheter, underneath the molded suture wings. Microscopic examination of the leak site revealed a longitudinal split in the catheter under the molded suture wings. Because the catheter is within the molded suture wings at the damaged region it is unlikely that the damage occurred from outside of the catheter tubing. The exact mechanism of the damage is unk. However, the characteristics seen on the catheter are indicative of stylet damage. Stylet damage occurs when the stylet is pushed against the catheter wall. This can occur if the catheter is kinked or compressed against the stylet or if the stylet is removed from the catheter without first pre-flushing the catheter and stylet. If the catheter is not flushed prior to stylet removal the hydrophilic coating will not be activated, allowing frictional damage as the stylet is retracted. The IFU states, "pre-flush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet." The IFU also cautions the user "never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter to the designed position."

Event description:
It is reported that the catheter presented perforations near the hub after insertion. Leak found to be in the subcutaneous region of the catheter during investigation.